Event description:
Manufacturer's representative reported patient was experiencing increased spasticity. There was determined to be "apparent under dosing near time of scheduled refill." The pump remained implanted as of 2003. A follow up report will be sent when additional information is received.